Event description:
It was reported that the device had a blank display. The reported problem is indicative of a device that may not power up properly and may cause a delay in providing defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to failure of ic u2 on the user interface pcb assembly. After replacing the user interface pcb assembly, proper operation was confirmed and the device was returned to the customer.